Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with complaints of dizziness and dark stools. Hemoglobin and hematocrit (h&h) on admission was 5.4 g/dl and 16.9 percent (%) correspondingly. After the patient was transfused with 3 units of packed red blood cells on (B)(6) 2018, the h&h increased to 7.4 g/dl and 22.9% correspondingly. On (B)(6) 2018, a small bowel enteroscopy observed a single bleeding lesion in the jejunum, which was treated with argon plasma coagulation. The h&h dropped down to 6.5 g/dl and 20.3 % on (B)(6) 2018. Which stabilized after the transfusion of additional unit of packed red blood cells. The patient was discharged on (B)(6) 2018 on aspirin dosage 81 mg daily. No further information was provided.